Event description:
It was reported that an alert for hvli out of range was noted. Upon further investigation high value of svc-can and rv-svc vectors were observed. Connector anomaly was suspected. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.